Event description:
It was reported that the patient's blood glucose (bg) levels reached 380 mg/dl, while wearing the pod on the arm between 36 and 48 hours. A new pod was applied as treatment.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the reservoir, linkage assembly, bottom battery, bottom battery spring, and pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The internal fluid leak prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.